Event description:
It was reported that the atrial lead had a polarity switch due to low impedance and the unipolar impedance was higher than the bipolar impedance. The lead will remain in use programmed to unipolar, and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.